Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 434 mg/dl. The customer reported that they treated high blood glucose level with 8 units of correction with the insulin pump. The customer reported that the insulin pump had no delivery alarm. The customer performed troubleshooting and they stated that the insulin exited. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.